Event description:
A customer reported that the abbott diabetes care (adc) device needle was left in their arm during insertion. The customer was asymptomatic and self-treated by removing the needle. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.